Event description:
A nurse contacted baxter (B)(4) regarding a leak from a minicap transfer set. The nurse stated that the patient had been leaking pd fluid overnight from miniset, the patient was brought to the hospital the following morning, the miniset was changed and he was given preventative antibiotics. The nurse stated she had not seen a split to occur where it did on the set, and it "had not been caused by any implement or malicious act". There was patient involvement, but no patient injury or medical intervention was reported along with this complaint. During a follow-up with the nurse, she stated the home patient (hp) is fine.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a cut in the tubing noted. Leak testing was performed with a leak at cut near sleeve noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.